Event description:
Morcellator functioning fine, than failed while morcellating uterine tissue. New morcellator handpiece added to the surgical field and surgical case resumed without incident.====================== manufacturer response for tissue morcellator, gynecare morcellex tissue morcellator======================awaiting vendor response.